Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's system was auto reducing due to high impedances. Surgical intervention was undertaken and the ipg, lead and extension were explanted and replaced.

Manufacturer narrative:
The report of ¿high impedance¿ was not able to be confirmed. Analysis of lead found it was cut during the explant procedure resulting in a stimulation end segment and a terminal end segment. Both segments only included the contacts, and was considered ¿insufficient product returned¿ for analysis.